Manufacturer narrative:
Thv/tvt registry: per the instructions for use (IFU), coronary flow obstruction is a potential adverse event associated with the tavr procedure. The IFU cautions that the safety and effectiveness have not been established for patients with bulky calcified aortic valve leaflets in close proximity to coronary ostia. Coronary occlusion can result in myocardial ischemia or infarction due to obstruction of the coronary blood flow and may require intervention (e.g. Pci). There are multiple patient factors that could contribute to coronary occlusion by the prosthetic valve or native valve leaflets, including a minimal distance between the native annulus and the coronary ostia, bulky calcification, long native leaflets, and obliterated coronary sinuses. Procedural factors such as torn native leaflet during bav, plaque shift, deployment of the bioprosthetic heart valve too aortic and significant valve over sizing could also contribute to this complication. The edwards thv training manuals advise the operator on preprocedure assessment of the aortic valve, root, and coronary anatomy. Physicians are extensively trained by edwards before they are qualified to use the transcatheter heart valve (thv). Training includes patient screening, device preparation, approach, deployment, imaging, procedure specific training manuals and proctored procedures. The physician is instructed to evaluate this risk early in the patient screening process in all patients the following factors should be considered: degree of calcification on leaflets, annulus to coronary ostia distance, length of the valve leaflet, width of the valsalva sinuses, movement of the leaflets during bav, patency of coronaries during bav, and expanded height of the intended thv. The training manuals also provide the following tips for detecting risk for left main occlusion: (1) aortogram or tee prior to thv implantation to reveal bulky calcified leaflets; (2) during predilatation, note bulky calcification on valve moving towards ostium on left main; and (3) consider aortogram during valvuloplasty to assess coronary flow. In this case, there was no allegation or indication a device malfunction contributed to this adverse event. Patient factors (low coronary height) and/or the mechanisms described above are likely contributing factors for the coronary occlusion. The cause of death is unknown but may be due to patient factors (chronic combined systolic and diastolic chf, cardiomyopathy with ef 20%, advanced age) and unable to recover post coronary occlusion. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required.

Event description:
Per the patients medical records, prior to a scheduled tavr procedure, the patient was admitted to the hospital as they developed progressively worsening dyspnea, orthopnea, lower extremity edema, and heart failure. Five days later, a tavr procedure was performed. As the patient had low left main coronary height, a drug eluting stent was placed in the proximal lad for protection, had it become necessary to stent the left main. A 20mm sapien 3 valve was successfully implanted in the aortic position using right transfemoral approach. Root angiograpy as well as tte revealed no pvl. Post deployment angiography demonstrated a patent left main coronary ostia. The stent and coronary wire were removed after multiple angiographic images were obtained. Echo post tavr showed the prosthetic aortic valve was well seated, no paraprosthetic or valvular regurgitation, no pericardia effusion, and lvef 37%. Approximately 10 minutes after protamine administration and completion of the procedure the patient experienced a pea cardiac arrest. CPR was initiated. Repeat coronary angiography was performed and the left main coronary ostia was found to be occluded. The left main was then stented. Angiography demonstrated a widely patient left main stent. The patients ef was 20%. Mechanical circulatory support was initiated using an impella device. The patient continued to have transient hypotension requiring intermittent CPR. Aggressive pharmacologic resuscitation ensued. The patient developed refractory shock and vf/vt. The patient was defibrillated multiple times. The patient was transported to the ccu in critical condition on mechanical ventilatory and circulatory support. The patient expired that evening. The primary cause of death was cardiogenic shock and left main occlusion with subsequent left main stenting, unresponsive to maximum supportive measures including multiple pressors and insertion of an impella; left ventricular assist device.